Event description:
During a clinic follow-up, inappropriate high voltage defibrillation therapy was delivered due to lead dislodgment observed on the right ventricular (rv) lead. The lead was repositioned to resolve the event. The patient was stable.